Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. A late single leaflet device attachment (slda) occurred. The patient had moderate/severe (3) mitral regurgitation (mr) and a prolapsed p2 segment. During the index procedure, one pascal ace was implanted in the medial of a2-p2 position and 12-6 orientation, reducing the mr to none/trace (0) . As reported by the field clinical specialist, there was some chordal interaction during the case and optimized the posterior mitral leaflet (pml) for that reason. On pod 7, patient had to be treated again, as the pascal lost capture on the pml. The perceived root cause of the event was most likely caused by a partially grasped chordae. Mr after the slda occurred was moderate/severe (3). One pascal ace device was implanted in lateral of a2-p2 position with 12-6 orientation, reducing the mr from grade 3 to 1. No further treatment plans were reported. The patient remained stable without cardiac decompensation, and no injury was reported.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per new information received, the single leaflet device attachment (slda) occurred at pod 1.

Manufacturer narrative:
Information added/updated/corrected to section b3, b4, b5, d6a (corrected), g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patients anatomy likely contributed to the event. During the procedure, a leaflet misinterpretation resulted in a partially grasped chordae, causing the detachment of the pascal from the posterior mitral leaflet (pml). Since no edwards defect was identified, corrective or preventative actions are not required.